Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was not verified. However the device was put through extensive testing, without duplicating the reported event. The device's monitor and ECG boards were replaced as precaution. The device successfully passed all test procedures, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.